Event description:
The hcp reported that the patient was experiencing "heaviness" in legs and increase in pain. The patient is receiving a compounded mixture of morphine 25mg/ml and bupivacaine. The hcp is concerned about drug delivery issues and would like to rule out an inflammatory mass.